Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. It was reported the patient was not sanitizing hands consistently while connecting and disconnecting during the pd exchange. Based on the reported information, the patient¿s peritonitis can be reasonably to touch contamination, as reported by the patient¿s nurse.

Event description:
During follow-up for a separate event, it was reported that a peritoneal dialysis (pd) patient went to the emergency room (ER) and was diagnosed with an infection. Upon additional follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the ER and was diagnosed with an infection. Per the nurse, the patient¿s pd culture yielded an elevated white blood cell (wbc) count of 24,510. Per the nurse, the patient was treated in the ER with vancomycin and cefepime intra-peritoneal (ip). The patient was subsequently discharged home within twenty-four hours and did not require hospital admission. The patient continued antibiotic treatment with vancomycin 2 grams every 5 days, and ceftazidime 1-gram daily ip on an outpatient basis. The patient is reportedly recovering from the event and continuing pd therapy utilizing the same cycler without any issues. The pdrn indicated the patient did not have any fluid leaks or other issues with any fresenius device in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination as the patient admitted to not sanitizing their hands consistently while connecting and disconnecting during pd exchanges.